Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the sand storm on the screen occurred due to a video connector unit failure. However, a definitive root cause could not be determined. Based on the results of the investigation, it is likely the error code e226 occurred due to a video connector unit failure. However, a definitive root cause could not be determined. Based on the results of the investigation, it is likely the light intensity being low occurred due to a failure of the led unit. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus, at the time of inspection before use, noise (sandstorm) was confirmed in the image of the visera elite ii video system center. The device was replaced with another one, and the planned procedure was completed. During evaluation and inspection of the returned subject device a sandstorm occurred on the entire screen and the light intensity of normal light is low. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the allegation was confirmed. There was a sandstorm that occurred on the entire screen, and e226 was displayed, and the light intensity of normal light was low. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the poor image was attributed to failure of the video connector unit. However, the specific cause of the faulty video connector unit could not be established at this time. Olympus will continue to monitor field performance for this device.